Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a rubber piece of the 8-12 mm universal seal broke off and fell into the patient. The customer stated that they were able to remove the fragment and continue the procedure without further issues. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected and there was nothing found out of the ordinary. The customer stated that the fragment was retrieved with a grasper instrument. The surgeon saw the fragment fall and confirmed there was only one. The procedure was completed robotically, there were no post operative tests, and the customer is not aware of a report indicating the patient returned due to complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer did not contact customer service to create RMA for reported accessory. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.